Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 1627487-2022-01087. It was reported that patient experienced foot pain and system diagnostics recorded high impedance on the left s1 lead. Surgical intervention may occur later to address the issue. It¿s unknown which lead recorded high impedance, and both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional report received indicate surgical intervention occurred wherein the drg lead was explanted and replaced to address the issue.